Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display was found to be dim and had pink contrast. Unrelated to the complaint, the battery compartment was observed to be cracked along the left side to the grip pad. The returned battery cap was used for investigation. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim/faded/color spectrum issue with the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.